Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix with traces of blood. After cleaning and applying torque directly to the connector pin, the helix could and retract. The measured full helix extension length was within product specification. The reported event for failure to extend the helix was confirmed. The cause of the reported event for failure to extend the helix was due to blood on the helix and in the helix region. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events for failure to capture, high pacing impedance, and sensing problem were not confirmed.

Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, a loss of capture, high pacing impedance, and low sensing were observed on the right ventricular (rv) lead. Several repositioning attempts were performed, however, the helix of the rv lead could no longer extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.